Manufacturer narrative:
Additional, changed, and/or corrected data: d.7, g.1.

Event description:
Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, device appearance (observed void on valve side in the part not texture side, because reason is a not defect) and opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identified more than three striated edge opening, consistent with use of a surgical tool and have non-penetrating nicks striated. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: more than three striated edge opening on posterior/radius side due to surgical damage

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.